Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic, de novo lesion was located in the non calcified proximal obtuse marginal artery. Access was obtained through the right femoral artery. The physician advanced the 2.25x20mm apex balloon to the lesion and on the first inflation, inflated the balloon to 6atms for ten seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with another 2.25x20mm apex balloon . Patient status is reported as "good."

Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)